Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level 53 mg/dl. Customer was treated with glucose tablet. Customer¿s current blood glucose raises to 200 mg/dl then customer had blood glucose level of 55 mg/dl and it was treated with glucose tablet. Customer declined troubleshooting. The insulin pump will not be returned for analysis.